Event description:
Pt reported a lap-band tubing explant and replacement because "the tubing was leaking." The pt reported feeling "no restriction" and that "the lap-band wasn't holding fluid [and] it was leaking out of tubing." Healthcare professional confirmed the tubing leak.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."